Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) inner tubing kinked/buckled. Upon analysis, it was reported that the defibrillator conductor was distorted, the outer insulation was torn and there was blood in/on the helix/lobe mechanism. The damage occurred at implant.

Event description:
It was reported that during the implant procedure, that the helix would not extend or retract. The lead was not used. No patient complications were reported as a result of this event.